Manufacturer narrative:
Device evaluation results: the investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that customer had ongoing issues with bolus delivery not delivering insulin. Customer reported ongoing intermittent blood glucose levels of greater than 400 mg/dl. Customer reverted to an alternate method of insulin therapy.